Manufacturer narrative:
Device was serviced at the customer site. During servicing, the reported event of a message code 470 (oxygen concentrator failure) could be confirmed. The back cover was opened and the inogen appeared to be off. The inogen was replaced and the alarm was cleared. Following subsequent routine maintenance, message code 470 recurred. As a result of this issue, the device was replaced at the customer site.

Event description:
It was reported that during perfusion message codes 470 (oxygen concentrator failure) was delivered to the device user. Troubleshooting was attempted, however, the message code recurred. The site elected to utilize the device for the perfusion by blending oxygen externally. Four hours into perfusion, message code 480 (high oxygen levels) was noted. Following perfusion, the liver was successfully transplanted.